Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl and the customer had insulin injections available to lower the bg. The customer had changed the supplies on the pump twice and the alarm reoccurred. The customer had performed a system check and the occlusion appeared to be related to the infusion set site. The cannula was removed and no damage was observed; however, air was noted to be coming from the tubing. The contact also indicated that the pump was unable to be charged. The customer was to revert to using a back-up method to manage diabetes.

Manufacturer narrative:
(B)(4)